Manufacturer narrative:
A total of 32 patients (19 male and 13 female) with a mean age of 48 years (ranges 18-67 years) were included in the study. Exact date of event is unknown; april 30, 2018 is the date the literature article was published. This report is for unknown quantity of unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: ronbin sun, yu zhang, and zhongjie yu (2018), clinical efficacy of augmented medial assisted plate for treating comminuted metaphyseal fracture of the distal femur, international journal clinical and experimental medicine, vol.11(4), pages 3859-3865 (china). The aim of this article is to investigate the clinical efficacy of lateral locking plate (llp) combined with medial assisted plate (map) for treating comminuted distal femoral fracture (cdff). Between january 2012 to december 2014, a total of 32 patients (19 male and 13 female) with a mean age of 48 years (ranges 18-67 years) were included in the study. With distal femoral fracture treated with synthes lateral locking plate, philos plate, abd reconstruction plate. The mean duration of follow-up was 12.3 months (ranges 11-25 months). The following complications were reported as follows: 1 patient had superficial wound incision infection that healed after re-dressing. 2 patients of nonunion. 2 patients had nonunion healed after a medial structural bone graft. This report is for an unknown quantity of unknown screws. This is report 2 of 10 for (B)(4).